Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the problem was resolved and the device will not be returning to zoll.

Manufacturer narrative:
(B)(4). Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.